Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level (354-588 mg/dl) mg/dl. The customer was admitted to the hospital and treated with fluids, an insulin drip and insulin injections. Afterwards, pump therapy was resumed. Initially, the customer thought that the cause of the high bg was due to the pump not working; however, after troubleshooting, the pump was found to be operating as expected. The customer understood. Reportedly, humalog was used for 3 days in the cartridge. Tandem technical support (cts) advised the customer that humalog was labeled for 48 hours with the cartridge. The customer had not yet been discharged at the time of the report and declined cts's offer to follow-up.

Manufacturer narrative:
Customer reported experiencing diabetic ketoacidosis at the time of the event.